Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, it was reported that medications that are loaded are taking longer to cross over. A technical support specialist confirmed with the customer that the device has been to critical override past few days which cause it not receiving any messaging. Customer resolved the issue, but repair information not provided. The system functioned as intended after the customer resolved the issue. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower medications that are loaded are taking longer to cross over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.